Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection confirmed the reported issue as loose white particulate matter. Magnified inspection determined the particulate matter was not inherent to the manufacturing process of the bag and its origin is unknown at this time. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was analyzed further to evaluate the reported condition. Ftir analysis found the particulate matter was composed of the same material as the cap/connector assembly, which is supplied by a third party manufacture. Manufacturing controls are in place to reduce the likelihood of recurrence of this condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have white particulate within the bag. The particulate was discovered prior to compounding; therefore, no patient involvement or adverse events occurred. No additional information is available.